Event description:
Customer reported that the suction is too high and her nipples hurt.

Manufacturer narrative:
In follow up with the customer she indicated that immediately after getting the pump she had pain and cracking and bleeding at the breast. She was diagnosed with mastitis from her health care provider and prescribed a zpack antibiotic. She has now purchased a pump in style pump to help with the issue which is not resolved to date. Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The mastitis is higher among women who have breast-fed previously, especially those with a history of mastitis. [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.